Event description:
Procedure: lumbar fusion. Reportedly, during the procedure, the pt was turned over and the electrode pad had to be removed. At this time it was noticed, there were lesions and bumps approximate with the pad site. Also it appeared that small pieces of tissue were attached to the pad, and the skin had very small (pin point size) black marks on it. No details about tissue treatment were made available.

Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.